Manufacturer narrative:
Concomitant medical products: product ID: 305901, lot#: 50995969, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. Apply to the lead: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a procedure. It was reported that the patient had not issues. The lead frayed upon removing the foramen needle from the skin. The frayed lead was fully removed. The foramen needle was put back in position and a new lead was used from the facilities stock. The new lead was placed and the issue was resolved at the time of this report. The patient status at time of this report was alive no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 305901, lot# 50995969, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. Apply to the lead: analysis of lead revealed that lead body was severely stretched and twisted.

Event description:
Analysis results were available for the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.